Event description:
It was reported that a minimum fill notification occurred. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.